Event description:
Pt called lfs alleging that their one touch basic enhanced meter was reading inaccurately low. Medical affairs specialist spoke with pt on july 29, 2003 to obtain add'l info. Pt explained that for several days they obtained low readings, such as "55mg/dl, 49mg/dl, 52mg/dl, and 11mg/dl". They stopped taking their insulin (sliding scale regimen) on the days pt obtained the low readings. They described feeling shaky and hungry during the time of concern. They finally decided to contact the emergency medical tech due to their symptoms and low readings. When the emergency medical tech arrived they obtained a "508mg/dl" on their meter. The emergency medical tech was unable to locate a vein to insert an IV and they opted to take the pt to the hosp for treatment. The hosp meter read "576mg/dl" and "250 something" after the treatment (insulin). Pt was released the same day, since their blood glucose level started dropping. The customer service rep walked pt through a successful check strip test. Pt did not have control solution to complete troubleshooting. The meter, test strip, and control solution were replaced. Based on the info provided case is reported as an adverse event.